Manufacturer narrative:
Updated fields: d4, d9, g3, g6, h2, h3, h4, h6, h11 corrected field - d4 (lot number). The perforator was returned for evaluation: DHR - no anomalies were identified that occurred during the manufacture or packaging of the device. Failure analysis - the returned device was visually inspected. Device was lightly soiled. No other defect or damage found. Device pass all functional tests including spring test per manufacturer's IFU and unit successfully drilled 5 holes, and the perforator functioned as designed. Based on the failure analysis evaluation, we were unable to confirm the complaint. Root cause - the complaint was not confirmed in the complaint investigation and failure analysis. A potential cause of the be related to the angle positioning, pressure and/or incorrect fit between the hudson driver and the perforator body application during use.

Event description:
N/I.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported a perforator (ID 261221) did not disengage, causing wounds in the dura. Duroplasty was performed and the event led to more than 30 minutes surgical delay. According to information provided, the motor used with a perforator was an electric medtronic motor and drill. The drill was correctly assembled with the motor, the recommended tests were performed between each burr hole, the approach angle was perpendicular with constant downward pressure.